Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, multiple cracks on the connector were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported image problem with the hd camera head. There was no additional information received from the customer; therefore, this report is being submitted to capture the possibility of no image issue. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the image problem could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.